Manufacturer narrative:
D10. Concomitants: (B)(6). 320-15-01 - eq rev glenoid plate. (B)(6). 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6). 320-08-38 - glenosphere exp 38mm +4mm offset. (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0.

Event description:
It was reported via clinical study, that approximately 3 years postop the initial implant, this 63 yo male patient was revised due to instability / subluxation. The patient¿s outcome was last known as resolved. The case report form indicates this event is unlikely related to device and unlikely related to procedure. Devices will not be returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, h6. MDR section codes updated/corrected: a, b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.